Event description:
A patient was implanted with the vocare bladder system in 2002. The device reportedly operated properly once following implantation but did not operate properly in subsequent attempts at use. The implanting surgeon reported observing slight abdominal muscle contractions when attempting to operate the device, which may indicate an improper connection within the implanted device system. More recently, the patient's bladder pressures with the use of the device are reportedly sometimes good and sometimes not, which may further indicate an intermittent connection. A consulting physician has recommended troubleshooting methods to check the connection between the implantable receiver-stimulator (irs) and electrode. A follow-up report will be submitted when additional information is available.